Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 165 mg/dl. The customer reported that she tried with four new batteries and it said failed battery test. The insulin pump will not be returned for analysis.